Event description:
One and 1/2 years after cochlear implant surgery, this pt reportedly developed a keloid. The pt also reportedly experienced facial nerve stimulation when the implant was stimulated. The surgeon planned to pack the internal auditory canal during the surgery to remove the keloid. The surgeon elected to explant the device, although there was no suspicion of device malfunction, and reimplant the patient with a new device. The surgery took place. Per the audiologist, although he is still experiencing fns, it is much improved. He is hearing well and prognosis for continued improvement is excellent.